Manufacturer narrative:
Customer performed their own troubleshooting with the support of a (B)(6) technical specialist and replaced the sample syringe the sample probe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. This MDR is for event with patient results generated on 27nov2024.